Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a luer transfer set had a hole in the tubing. The patient was not connected to the homechoice device. The patient stated they had clamped their transfer set (ts) went to the emergency room where the set was replaced. The patient¿s doctor could not recall how long the patient's ts had been in place, but stated they replaced the ts every 6 months. The patient had not mentioned any difficulty or issues with their ts prior to the reported event. There was no patient injury or medical intervention associated with this event. No additional information is available.